Event description:
It was reported that the patient¿s ilet repeatedly displayed an alert indicating the pump had restarted multiple times, and the alert persisted despite user attempts, leading to a replacement being provided and instructions given on shutdown, data sync, startup, and device return. Symptoms included no reported adverse clinical effects. Outcomes included the patient transitioning to backup therapy and continued device support actions. Investigation included collection of the reported event details, review of device history through user-reported behavior, and retrieval of the implicated devices for evaluation. Investigation of this device revealed a suspected device malfunction consistent with repeated unexpected restarts of the pump; two devices were subsequently returned, and warranty was reinstated with issuance of a replacement device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.